Event description:
It was reported that the pump declared alarm 20 during pumping. Customer's blood glucose level was 12.3 mmol/l. Customer reverted to using multiple daily injections (mdi) as a backup therapy.